Event description:
Doctor at bedside to remove ventriculostomy drain. Doctor removed necessary staples, and proceeded to pull on the catheter, at which time resistance was met. Doctor pushed the catheter back a little and then proceeded to pull harder against the resistance and the catheter broke off. Part of the catheter was removed and part of it retained in pt's head. Doctor immediately informed his fellow neurosurgical group, which were at the nursing station in this same ICU. Orders were written for stat x-rays and it was carried out. Photo's were obtained for record of catheter break. Pt monitored closely throughout the day for neurological changes and those changes were reported. Clinical manager, notified, catheter piece that came out pt was collected. Dates of use: (B)(6) 2010 - (B)(6) 2010. Diagnosis or reason for use: 3rd ventricular colloid cyst.